Event description:
It was reported by the customer that a bd pyxis¿ es server medications half tablet was not crossing over from ehr to pyxis medstation. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half-tablet medication had not crossed over from the electronic health record to the pyxis med station. A technical support specialist (tss) dialed into the station and logged into the patient encounter system to check the medication settings under the facility formulary. The tss then emailed the customer with the necessary steps. After reviewing the information, the customer verified the resolution and agreed to close the case. The system functioned as intended after the technical support specialist troubleshot the device.